Manufacturer narrative:
Per the manufacturer's clinical specialist, the same set-up was used earlier in the day with no issues. Calibration was initiated and passed. The user facility was testing the unit and put the flow up to 8.4 liters per minute (l/min) on the slider and the ball was reading 4-5 l/min. The perfusionist took the vaporizer out of the line so it was a straight shot to the oxygenator and the reading was still 4-5 l/min. He could hear that the slider was trying to get to the set point and was bouncing all around. They recalibrated the epgs and it was successful. The field service representative (fsr) verified that the epgs was reading high on the central control monitor (ccm) and the flowmeter was reading half of what the ccm was reading. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) flow was reading higher than the actual value. The flow was controlled by the local controls. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per supplier evaluation, the flow meter has failed due to erroneous flow readings caused by sensor failure. The failure did not present itself at time of manufacture (only after period of time) and could not have been identified beforehand by any standard processes. After in-house examination of multiple sensors including the suspected lot, the supplier found that defective wire bonds are responsible for catastrophic sensor shift over time. This problem appears to be similar to the failure analysis as presented by sensor manufacturer with namely weak wire bonds, except that this failure is not detectable immediately as zero shift failure but rather only exhibits failure over time. The supplier has confirmed one or more weak or defective wire bonds on this sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He found the inaccurate flow readings to be caused by a defective flowmeter. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.